Event description:
It was reported that a dissection occurred during the procedure requiring treatment with another stent. The info contained in this report was captured during a post-market eval conducted outside the us.